Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and only had coverage on one side. It was confirmed through x-ray that one of the leads had migrated. The patient underwent a lead revision procedure, however the lead was not returned to its original placement due to the presence of scar tissue. The patient was doing well postoperatively and pain areas were captured with current lead placement.